Manufacturer narrative:
(B)(4)

Event description:
It was reported that during follow-up of an asymptomatic patient, noise was observed on the right ventricular lead. All other electrical values were normal. It was noted that the patient had been lost to follow-up. The noise could be reproduced through arm movements. Device reprogramming was performed.